Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic cholecystectomy, while the device was being applied to the cystic duct, the handle was squeezed but no clips were able to load properly into the jaws of the device as there were no clips in the clip applier. Another device was used to complete the case. There was no patient injury. Initial evaluation of the incident device found that the trip lever out of position was preventing the clips from loading properly.